Event description:
Reporter stated that a patient was admitted to the hospital and, at an unspecified time, was treated with insulin (amount, type, and route of administration were not reported) based on "a falsely elevated result" obtained on the inform system (no actual value was reported). Following insulin administration, patient was reported to have "gone into a possible stroke before the treatment was reversed." No additional details regarding the "possible stroke" and subsequent action (s)/treatment were provided. At the time of the report, patient's status was reported to be "recovered." The reporter noted that the hospital staff did not collect any of the patient's medical history prior to testing with the inform system and treating the patient with insulin. Following the event, the hospital reportedly learned that patient is a known diabetic, with renal insufficiency, treated with peritoneal dialysis (using extraneal, a labeled interferent for comfort curve test strips). Reporter stated that, although the hospital had verified that their internal investigation attributed the event "to human error by the nursing staff," they refused to provide any additional details or to directly report the event to the device manufacturer. The manufacturer requested the return of the suspect product for evaluation.